Event description:
Tbm (B)(6) reported this brand new custom manual chair came in damaged. The right side armrest hardware in the front and rear was cracked which caused the right side arm to be detached from the chair. No patient involvement, issue was discovered when the chair was removed from the box.